Event description:
Material#: 305916 batch number#: rejn0115 it was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by customer that having trouble pushing the drug through the needle. Just had to re-stick the patient¿s 4th different time over the last month verbatim#: rcc received a complaint via phone. 25x1 safety glade. Having trouble pushing the drug through the needle. Just had to re-stick the patient¿s 4th different time over the last month. 305916 lot rejn0115. 305902 lot 40954508.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was trouble pushing the drug through the needle. To aid in the investigation, nineteen samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, lot rejn0115. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or the quality control inspection process. All necessary inspections were performed, and the lot met all release criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received. No patient harm.